Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers failed to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2-1 in the main cabinet had failed to open. A field service engineer removed the medication jam. The pill was jammed in the drawer, which was then removed. The latching mechanism was disassembled and reassembled. The device was tested and found to be functioning correctly in diagnostics and applications. The system functioned as intended after the field service engineer repaired the device.